Event description:
An ultrasound biopsy was about to be performed, consent was signed, and timeout completed. The radiologist completed a test fire before starting the biopsy. Once the radiologist performed the test fire, the needle shot out at the wall and bounced back onto the floor. This was a faulty needle, hologic sertera biopsy device 14 gauge, lot e22l29rl. The radiologist, nurse, and sonographer paused the procedure until they retrieved a new biopsy needle device with a different lot number.